Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the pump into a different wall outlet using a tandem wall adapter and charging cable. Technical support instructed the customer on troubleshooting steps and will send a replacement tandem cable and wall adapter.